Event description:
It was reported the device was observed with air/water leakage .the issue found during an unknown event. No harm was reported. No patient harm, no user injury reported due to the event. Device evaluation found the adhesive part of the objective lens (insertion section part) was peeled off. This report is being submitted for peeled adhesive of the objective lens found on device evaluation (deterioration or breakage of the adhesive due to chemical stress / physical stress).

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection found a pinhole on universal cord. Air/water leakage was observed from the universal cord/video cable. The reported issue of " air/water leakage " was reproduced, confirmed. In addition, inspection found the adhesive on the objective lens (insertion section part) was observed to be peeled off (deterioration or breakage of the adhesive due to chemical stress / physical stress). Furthermore, the following defects were identified during device inspection: adhesive on a-rubber (insertion section) has a chip. The angle wire observed to be longer than normal. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The control section found broken. Due to damage on control section, angulation lever does not move smoothly. Due to damage on forceps elevator (fe lever (sp), bending section cannot be fixed firmly. Due to damage on charge coupled device (ccd) unit, image showed with white dots. Scratches found on switch 1 (sw1), video connector and connector case, control unit, right/left (rl plate) , up/down plate, lg-cover glass and connector , a-rubber, grip has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction: operator of device- health professional should have been selected on the initial report rather than "other". This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, and handling. Olympus will continue to monitor field performance for this device.